Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned and analyzed. Distal conductor blood/body fluid (not obstructed). Blood in/on helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lv leads (4194/4193) could not negotiate the tortuosity of the lateral vein, and all other sites resulted in diaphragmatic stimulation at the lv threshold. It was also reported that the attempted atrial lead's helix (5076) appeared to be back but the lead would not come out of the atrial appendage. The lead eventually came free with manipulation with the helix still out. The devices were not implanted. No patient complications have been reported as a result of this event.